Manufacturer narrative:
MDR (B)(4) / initial 1 of 2. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that since 28-aug-2025, the patient experienced multiple infusion set kinked cannula events, which resulted in hyperglycemia. The patient¿s blood glucose level was managed with a correction bolus delivered via the pump. The patient subsequently replaced the infusion set and successfully resumed insulin delivery.